Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact to the customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.